Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the lower panel of the touchscreen was frequently unresponsive, and after improvements were made, the touchscreen became unresponsive again after a while. There was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking at the hospital. There was no reported delay in therapy. The customer called technical support to report that the lower panel of the touchscreen was frequently unresponsive, and after improvements were made, the touchscreen became unresponsive again after a while. The manufacturer's product support engineer (pse) evaluated the device and confirmed there was a misalignment in the touch position. The pse stated that since the issue was not resolved by calibrating the touchscreen, the touchscreen was therefore replaced. The pse then verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower panel of the touchscreen was frequently unresponsive, and after improvements were made, the touchscreen became unresponsive again after a while. There was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking at the hospital. There was no reported delay in therapy. This investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, but the failure was not confirmed. The technician could not find any issues with touchscreen operations during the diagnostic check; the touchscreen passed all diagnostics testing. The technician confirmed that the touchscreen passed the functional testing per test # 3 in the service manual and verified that the touchscreen touch points were aligned on the standard test bed (stb). The technician also verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications and concluded that the touchscreen operated as designed. No fault was found. =====================================================================================